Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level ranging from 500 to 538 mg/dl and a moderate level of ketones. Customer was treated with zofran and intravenous fluids of saline and insulin to address the elevated blood glucose . Customer was discharged from the emergency room the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.